Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was noted on the keypad traces. No button error alarm or unexpected audio anomaly was noted. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads. Moisture damage was found on the electronic and motor assembly.

Event description:
It is reported that the patient's sensor insulin pump displayed a button error. The patient's blood glucose level was 125mg/dl. Trouble shooting was conducted and we explained the possible causes for the alarm. Device is being returned. No further information available.